Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had smoke emerged on the side upon start up but there no fire and it doesn't feel hot to touch. Rep unplugged the programmer and will return the product. The device remains in service. No adverse patient effects were reported.